Manufacturer narrative:
Conclusions: it was determined that the foot rest elevation and back rest recline functions were being activated at the same time. This was causing the foot rest to elevate rapidly. The nursing supervisor has been educated on the proper use of the recliner, the back rest must be up right (vertical) before elevating the foot rest.

Event description:
It was reported that an orthopedic patient's stitches were ripped out due to the leg section releasing quickly on the treatment recliner.